Event description:
Pt had a catheter inserted on 2/25/94. Pt was hospitalized on 6/26/94 with a temperature of 103.1, swelling and redness, warmth, and tenderness at the catheter site. The catheter was removed on 6/2694. The pt responded to treatment with IV antibiotics (cipro).